Manufacturer narrative:
(B)(4):the pump history showed no signs of loss of cartridge detection. The ok and contrast keypad buttons were unresponsive and the up and down arrow buttons were intermittently responding to presses making further performance testing impossible. The keypad was removed and contamination was found under the button contacts and corrosion was found around the buttons and traces.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that for the past two weeks the pump has been dispensing insulin during the load step with routine cartridge changes. The patient noted that the pump dispenses at least 40 units during the load step when performing a cartridge change. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.